Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was an hm pump cassette malfunction. The malfunction was resolved after the customer corrected the problem with guidance from a dade behring technical assistance rep. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 3.7 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The test was repeated and a result of 0.17 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was an hm pump cassette malfunction.